Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue portion) and the main body (light blue portion) of the minicap transfer set. The event was further described as ¿unscrewing between the dark blue portion of the catheter and the light blue portion of the catheter¿. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: catalogue #: was changed from asku to 5c4482. G4: PMA/510k # or bla #: was changed from ni to k152675. The sample was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.